Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that oversensing of artifacts were observed. The lead was explanted. No adverse patient side effects were reported. The implant date was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of artefacts which led to shock delivery as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction should be taken into account. Diagnostic images clarifying this assumption were not available. During further analysis the lead demonstrated a deformed distal shock coil and fixation helix. Close to the lead tip the inner coil was found kinked. These findings most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.